Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# k12211122 0048) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on 11-apr-2022 on system sl0429 for a radical prostatectomy with lymphadenectomy procedure. The alleged event occurred on the 11th use of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a prostatectomy- radical with lymphadenectomy surgical procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a torn power cable. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the fenestrated bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. The reported defective power cable issue was identified after the procedure. The color of the defective cable was black and the conductor wire insulation was not defective. During the surgery, there was no loss of cautery associated with the defective power cable and no signs of thermal damage at site of conductor wire breakage. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. The instrument was sent for return to is for evaluation. No pictures are available.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "power cable torn". The fbf instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The fbf instrument failed the electrical continuity test. There were no signs of thermal damage observed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.